Manufacturer narrative:
Updated information received indicating that the patient has now been revised. A product history search revealed no additional complaints against the related part and lot combination. Root cause remains unknown.

Event description:
It is reported that the patient will undergo revision surgery due to a loose tibial component.

Manufacturer narrative:
Review of the device history records did not find any deviations or anomalies. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. The radiographic images appear to show subsidence of the cemented tibial component. Product history search revealed no additional complaints against the related part and lot combinations. A definitive root cause cannot be determined with the information provided.